Event description:
Patient representative reported "plaintiff alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following "breast implant associated anaplastic large cell lymphoma, alk-negative and damages not limited to, medical treatment and mental anguish/pain and suffering. Plaintiff has not been diagnosed with bia-alcl". Also reported "in-situ follicular neoplasia" which is not related to the device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected.

Event description:
Patient reported left side "needle biopsy, it was confirmed that she had cancer,¿ "symptoms of bia-alcl," and ¿doctor informed her she was ¿1 in 500,000 women who got this cancer¿.¿ pathological; markers confirming alcl have not been received. Device remains implanted.